Manufacturer narrative:
G4: 22jan2020. B4: 27jan2020. The service technician confirmed there was no error codes in the diagnostic log and there was no issue or fault found. The service technician calibrated the touchscreen and confirmed that the unit has no apparent malfunction or malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14jan2020.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.